Event description:
Device returned for non-specified repair. No patient impact reported. Repair request escalated to complaint on evaluation due to the attachment being damaged by tool contact. On follow-up it was noted that this was identified during a procedure. The detached portion was retrieved without incident. It was confirmed that there was no patient impact.

Manufacturer narrative:
(B)(4). Dried bodily fluids. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, due to excessive dried body fluids the jaws did not open completely. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The found damage was related to an in use condition that is independent of the manufacturing materials and/or methods. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices locked on tissue and would not open. The devices were dislodged by pulling it from the duct. There was minimal tissue damage and the surgeon clipped around the tear. Another device was used to complete the procedure. No adverse consequences reported.